Manufacturer narrative:
Upon disassembly, heat damage to the motor was observed. The presence of heat damage to the motor, specifically to the pts coated flex assembly, is likely to cause or contribute to the overtemp error on the console.

Event description:
It was reported that the core micro drill overheated during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.